Event description:
The patient reported that their v-go 20 fell off after taking a shower. The patient stated that he has been using v-go for about 5 years and this is the first time this issue has occurred. The device is not available for return to the manufacturer for evaluation.